Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the distal end bending section cover peeled off during reprocessing of an olympus hystero-videoscope. There was no patient involvement reported.